Event description:
It was reported that the patient's vns was indicated high lead impedance with a dcdc=7 at a routine office visit. The vns was not disabled as recommended in manufacturer labeling at the request of the patient's mother. The mother indicated the patient had been experiencing increased seizures however the patient's usual triggers of constipation and season change were present. The patient was noted as falling with seizures which are thought to possibly result in damage to the vns. Ap and lateral chest and lateral neck x-rays were taken and forwarded to the manufacturer for review which indicated a significant lead fracture in the area near the generator. Follow-up with the physician's office found the increased seizures were noted as beginning two weeks prior to the patient's office visit. The physician is unsure whether the increased seizures were a result of the high impedance or the other noted issues. When seen at the site, the patient was noted as having severe constipation that the physician indicated altered the absorption of his anti-epileptic medication. The patient's constipation had resolved approximately one week later and the increased seizures had reportedly returned to his baseline seizure frequency. The patient was noted as only experiencing an increase in his drop seizures. His other seizure types did not increase. Surgery to replace the patient's lead has occurred. Attempts for the return of the explanted product are in progress.

Event description:
An analysis was performed on the returned lead portions. Note that the (-) green electrode was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 322mm and 84mm portions the (-) unmarked connector quadfilar coil appeared to be broken. Visual analysis identified the areas as having extensive pitting which prevented identification of the coil fracture type with mechanical damage. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The abraded opening and slice mark found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. The pulse generator analysis was completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device failure is suspected.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death.

Event description:
Good faith attempts have been made and the explanted product has not been returned for analysis. An implant card was received that documented the patient had surgery (B)(6) 2012 due to "lead discontinuity, lead fracture."